Event description:
It was reported that the t:slim x2 pump battery would not charge, resulting in a power source alert and causing the pump to shut down. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Tandem technical support informed the customer to reset some settings and advised them to monitor the situation, with the option to call back if the issue persists.